Event description:
Consumer claims that her husband received burns from using a heating pad on for a few minutes. Her husband was following the doctors recommendation to use the pad in a 10 minute on / 10 minute off sequence.